Event description:
During a procedure to implant a femoral nail, lateral entry, as the surgeon was inserting the interlocking screws, he inserted the lateral angle screw proximally without difficulty. However, the surgeon encountered difficulty with the transverse angle screw. The drill bit was hitting the nail. The surgeon made multiple attempts (approx 5) to insert the screw, however, the drill bit continued to hit the nail. The surgeon moved to the next screw hole and encountered the same difficulty. The surgeon abandoned insertion of the transverse angle screw and ended the procedure with posterior and distal screws in place. No adverse effect to pt was noted. This is the 1st report of 3 for the same event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as the product is entering the complaint system. Investigation is on-going. Review of the device history record has been requested.